Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. The insulin pump was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had crack on reservoir side. The customer's blood glucose level was unknown at the time of the incident. The device was returned for analysis